Event description:
Boston scientific received information that this pacemaker has reached elective replacement time (ert) in less time than expected. The device has been explanted. There were no adverse patient effects reported.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.